Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose was 1000 mg/dl on (B)(6) 2018 and insulin pump was not working. The customer¿s blood glucose was 1000 mg/dl at the time of the incident and current blood glucose 150 mg/dl. The customer was treated with manual injection. It was reported that the customer insulin pump was not working and was not able to troubleshooting pump as they had dyslexia and the blood glucose was high. The customer was off the pump for greater than 48 hours prior to the hospitalization. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly.